Event description:
The end user was transferring from bed to the powerchair when she hit her ankle on the anti-tip bolt. The end user sustained a cut requiring staples.

Manufacturer narrative:
Results - a visual examination of the bolts used for the assembly appeared to be unfinished on the ends. Conclusions - an engineering change (in process) will add an acorn nut to the assembly to prevent the exposure of the bolt end. The end users powerchair was corrected with this method.